Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility and will not be return.

Manufacturer narrative:
Block d2b: qrb.